Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that set up joint (suj) 2 axis 2 moved slightly with the brakes on. The tse had the customer disable the universal surgical manipulator (usm) arm. The procedure was completed with the remaining three arms. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the setup joint (suj). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.